Event description:
According to the reporter, during laparoscopic paraoesophageal hernia repair, in multiple vessels especially the short gastric vessels, approximately 3-4mm in thickness, device sealing was inadequate/partial with evidence of energy delivery and end tones heard, no re-grasp alert. The seal showed evidence of energy delivery but bled after cutting. No blood transfusion required. Sealing was inconsistent. Device was cleaned consistently. A new device used and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic paraoesophageal hernia repair, in multiple vessels especially the short gastric vessels, approximately 3-4mm in thickness, device sealing was inadequate/partial with evidence of energy delivery and end tones heard. The seal showed evidence of energy delivery but bleeds after cutting. Sealing was inconsistent and device was cleaned consistently. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.